Event description:
It was reported that, "total hip arthroplasty done on (B)(6), 2005. Revision left total hip arthroplasty done on (B)(6), 2005."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info pertaining to the device(s) and event referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.